Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The battery compartment and battery cap threads were reportedly stripped. The yellow o-ring reportedly was visible and the patient was unable to secure the battery cap to the pump per instructions for use. There was no indication of moisture or corrosion observed in the pump. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.